Event description:
It was reported that syringe 10ml ll 21ga 1-1/2in tw needle cover is missing and the needle is bent. This was discovered before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that the needle cover is missing and the needle is bent.

Manufacturer narrative:
H.6. Investigation summary two photos and one actual sample were received by our quality team for evaluation. Upon visual inspection, a missing needle cover and the needle bent was observed; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the needle shield could have dropped off due to the part getting jammed in the machine. At the syringe line primary packaging machine, there is vision system installed to detect and reject parts with missing needle shield and the vision system is able to detect the rejects. There is a daily vision challenge and there is no vision system abnormality during the production of this batch. However, the vision system lens coating has worn out due to long usage. This may have affected the detection of the defect at higher run rates. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 10ml ll 21ga 1-1/2in tw needle cover is missing and the needle is bent. This was discovered before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that the needle cover is missing and the needle is bent.